Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted . H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: patient received an 8fr angio-seal on (B)(6) 2025 after a heart catheterization with intervention. The patient was brought back on (B)(6) 2025 for suspected occlusion in left leg. The doctor performed an angiogram, and an occlusion and thrombus were observed in external iliac and left common femoral artery (cfa). Two 6x60 misago's, a 5x100 metacross, and a 6x150 metacross were used to open the vessel and restore normal flow. The patient did fine and procedure was successful. There was no blood loss. Additional information was received on 12jan2026: the procedure sheath size used was an 8f. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The patient was stable at the time of angio-seal placement. The patient left the facility with hemostasis achieved by the angio-seal. The puncture site was at the level of the common femoral artery bifurcation. There was no disease or dissection present in the access site artery. Distal pulses were diminished. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).